Manufacturer narrative:
(B)(4). The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined. (B)(4).

Event description:
It was reported that the patient was brought into the hospital for noise on the right ventricular lead. It was unknown if the patient had any symptoms. The noise could not be reproduced. The device was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was discharged and will continue to be followed normally.